Event description:
Patient reported left side "pain, inflammation, seroma late, nodules." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "lump/nodule" "inflammation/irritation" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's representative later reported "patient heard about the recall and was apprehensive" and "accommodation folds."